Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that two trocars leaked during a procedure. The product was replaced and the procedure was completed. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Six opened trocar assemblies were received for evaluation. The returned samples were visually inspected. Three samples were found non-conforming with open septum's and three samples were non-conforming with a cut in each septum. The exact root cause for this complaint is unknown; however, potential contributing factors related to the manufacturing, molding, and post cure processes of the valves has been identified. Investigations have been completed and actions are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).